Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implants in tooth location # 10, 12 and 14 were removed due to allergic reaction. Patient came to the clinic with pain, an abscess and the site had inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative one full osseotite® tapered implant 3.25 x 11.5mm (fnt3211), one full osseotite® tapered implant 4 x 10mm (fnt410) and one 3i t3® ex hex tapered implant 4 x 10mm (boet410) were returned for investigation. Visual evaluation of the as returned products identified no apparent malfunction, dried blood and bone debris present on the external threads and some wear/damage to the threads, likely from the retrieval process. Pre-existing conditions noted on the per were low bone density (type IV), deficient oral hygiene and a smoker. The reported devices were located on tooth # 22, 24 & 26 (fdi) and were implanted for approximately 5 months. The customer reported the patient had pain, inflammation and abscess, which will not be investigated as they are symptoms of the allergic reaction event. The customer did not provide pictures, x-rays or patient allergy report. Device history record (DHR) reviews were completed for the subject lot numbers (2019031342, 2019021302 & 2019050657). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot numbers (2019031342, 2019021302 & 2019050657) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable for all reported devices as not enough information was provided to confirm the patient¿s allergy.

Event description:
No further event information is available at the time of this report.